Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of cardiac perforation as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Additionally, the IFU states that the mitraclip system is indicated for the reduction of mitral regurgitation in patients who have been determined to be at prohibitive risk for mitral valve surgery by a heart team. It could not be determined if use in the tricuspid valve caused or contributed to the event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the atrial perforation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4 and a tricuspid regurgitation (tr) with a grade of 4+. One clip was implanted on the mitral valve, reducing mr to 1. Another clip was advanced to the tricuspid valve, however the cds was inadvertently steered towards the septum and the cds punctured the septum. The procedure was continued, the clip was implanted and the tr was reduced to 2+. An occluder was implanted to treat the septum. There was no clinically significant delay in the procedure. No additional information was provided.